Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed during this time. The device records multiple manual power ons of 10 minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.